Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation genesys procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient weight is unknown). According to the complainant, the hta procedure was completed with no reported complications. Two days post procedure, the patient presented with right lower quadrant pain. The physician performed a CT scan which reported negative results and the physician ruled out appendicitis. The physician placed the patient on antibiotics. Additional follow up information reported the type of antibiotics administered to the patient are unknown. The patient had a follow up appointment with the physician and the condition of the patient is reported to be "doing well." There were no further complications reported with this event.